Event description:
It was reported patient recorded multiple episodes of auto mode switches to far r wave oversensing. Post ventricular atrial blanking was increased to resolve issue. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.